Manufacturer narrative:
A relationship between the device and reported incident cannot be established as the product was not returned for investigation. Without the reported device a visual evaluation cannot be performed. Due to product not being available, the complaint could not be verified and an exact root cause for the reported issue could not be determined. Factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: maneuvering the device thru a cannula. Or excessive load/ force is applied to the device tip. Maneuvering the device or use of incorrect cannula size can result in device failure. Excessive load/ force applied to the device tip is contraindicated in the IFU as it can result in failure. The instruction for use (IFU) were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that when the device was placed on the cannula, it broke where the crest meets the straight part. Device broke external to patient during capsule closure portion of the procedure. Case was completed with a competitive device (stryker slingshot). No patient injury or other complications were reported.